Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they were examined by their dentist. The dentist has recommended the patient stop aligner treatment. Their # 18, 19, 20 and 30 have become cavitated along the gum line. The patient will need extensive restorative treatment prior to orthodontic treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.